Event description:
On (B)(6) 2012, customer reported that the sample wash station, on the immage 800 instrument, overflowed. Customer stated that approximately 10 to 15 ml of fluid was leaked. The fluid was contained within the instrument and the customer cleaned by leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and identified a faulty valve. Fse replaced the faulty valve and this resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. No further leaks were reported.

Manufacturer narrative:
(B)(4).